Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill bit fractured surgery. An awl was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned drill bit was evaluated. The product is gradually bent along the entire drill bit portion of the instrument. There were no other signs of damage on the device. It is possible that misaligned force was placed on the drill bit during assembly or use which caused the bend. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a drill bit fractured surgery. An awl was used to complete the procedure without reported patient impacts.